Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was a gap in the adhesive of the forceps cover at the distal end due to deterioration. This caused the forceps cover to be loose and coming out. Other observations for the device are: scope (s) s-cylinder is shaved; due to clogging of nozzle, water removal ability does not meet the standard value; due to deformation of s-connector, water tightness is lost; angle wires are stretched due to wear of angle wire; adhesive on distal end rubber coating (a-rubber) is detached; a-rubber has discoloration; universal cord, s-connector, and grip have a scratch; objective lens is dirty. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of a part of the device coming off, despite being pushed in place twice, during preparation for use. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was a gap in the adhesive of the forceps cover at the distal end due to deterioration. This caused the forceps cover to be loose and coming out. This medwatch is being submitted for the reportable issue of the gap in the adhesive of the forceps cover observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from an external force applied to the part. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Correction addendum mar 27, 2023: the clogged nozzle was found in the beginning of the reprocessing and customer stopped further steps of pre-cleaning and returned the device. The customer tends to implement improper reprocessing due to too much patient load, thereby leading to the clogged nozzle. This medwatch is also being submitted for the clogged nozzle due to improper reprocessing implemented at the facility.

Manufacturer narrative:
Adding a correction to b5 as not submitted the b5 information with the additional information received. Also adding h6 values. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10. The relevant statements in the instructions for use are found in the operation manual: inspection of the endoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, b30 scope communication error occurred because the video function did not work properly due to corrosion on the charged coupler device (ccd). The root cause of the faulty ccd could not be identifed. Olympus will continue to monitor field performance for this device.